Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is unknown. Device is an instrument and is not implanted or explanted. Investigation coordinated by synthes anspach the reporters complaint that the unit does not function was confirmed. The device was tested and the complaint was duplicated. The evidence indicates this is due to usage and wear over time. (B)(4). Placeholder.

Event description:
Facility reports: the device was sent in for repair with a complaint that the battery drive was not working properly with an unspecified malfunction. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
(B)(4): a review of the device history records was performed on 11/1/2013 and no complaint related issues were found. A service history of the past six months from the awareness date was reviewed on 6/5/2014. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.

Event description:
The instrument is a power device.